Event description:
It was reported that an ilet charging pad exhibited intermittent indicator light functionality, raising concern that the pad could stop working and affect charging. Symptoms included no clinical symptoms. Outcomes included no impact on health or medical care. Investigation included customer contact for troubleshooting and verification of shipping information. Investigation of this case revealed that troubleshooting had not yet been completed due to no answer and a voicemail left. It was concluded that a potential charging accessory malfunction occurred and further assessment is required.